Event description:
It was reported that the balloon ruptured. The target lesion was located in the severely calcified vessel. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured immediately after first inflation at 6atm. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.

Manufacturer narrative:
Initial reporter address: (B)(6).